Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm. Customer¿s blood glucose level was unknown. Customer was advised to change the set and reservoir to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer was unable to get passed the rewind process. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected restart alarm error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Motor passed motor test. Pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.